Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog # 76496540 and 510k# k042025 is approved for sale in us. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be det ermined.

Event description:
It was reported that the patient underwent fusion surgery due to stenosis. Post-op, the screws loosened. The patient underwent revision surgery in which the products were replaced (l5/s). No patient complications were reported post the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.